Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according with the information reported the patient experienced a deflation in the saline implant. During evaluation of the sample it appeared intact. A leak test was performed and no leakage was found and no anomalies were observed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:deflation concomitant medical products: 400cc mentor smooth round moderate plus profile saline breast implant catalog: 3502400; lot: 7642036; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision surgery with a 400cc mentor smooth round moderate plus profile saline breast implant experienced right sided deflation post procedure. As a result, patient had undergone removal on (B)(6) 2019.